Event description:
It was reported that the patient had a history of driveline infection. It was later reported that blood cultures were positive for positive for pseudomonas on (B)(6) 2023. Blood cultures on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 were negative. Transesophageal echocardiogram on (B)(6) 2023 showed no evidence of endocarditis. Ceretec white blood cell (wbc) scan on (B)(6) 2023 was negative for focal infection or inflammation in the chest, abdomen, or pelvis. No abnormal focal radiotracer uptake in the region of the gallbladder or gallbladder fossa. The patient initially received 13 days of intravenous meropenem followed by 4 weeks of cefepime which ended on (B)(6) 2023. Since this was the patient's second relapse with pseudomonas bacteremia in the setting of the left ventricular assist device (lvad) and the fact that the lvad was most likely seeded during the course of bacteremia, it was decided that the patient would need chronic suppression with levaquin after intravenous antibiotics to prevent relapse. Given the presumable infected lvad and challenging suppression therapy, it was noted that the patient would benefit from moving up the list for heart transplant. Groshong catheter and keflex were discontinued to start levaquin. The plan of care was to follow up with the transplant team to break the cycle of recurrent lvad driveline exit site infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.